Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to insert the guide wire was confirmed. Based on the reported information and returned device analysis the reported difficulty to insert the guide wire appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, user facility medwatch report #(B)(4) was received, stating: event description: difficulty threading wire what was the original intended procedure? Repair abdominal aortic aneurysm. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4). It was reported that the prostar xl device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the prostar xl device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with proglide devices, using a pre-close technique, via a 7f sheath prior to an abdominal aortic aneurysm (aaa) procedure. The sutures of the first proglide device were successfully preplaced using the pre-close technique. A second proglide device was used and the sutures came out with the device. A prostar xl device was then used and the sutures were successfully deployed. However, after suture deployment, the j tip guide wire would not re-insert into the prostar xl device. A terumo guide wire was used with the same results. The terumo guidewire was looping inside the prostar xl and with extra force finally went into the lumen of the vessel. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the sutures of the prostar xl device and the preplaced sutures of the first proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device and in the use of the proglide device and preclose technique. No additional information was provided.